Event description:
Patient information was not provided. Approximately 30 hours into an extended crrt treatment, the nurse observed blood spraying from the dialyzer. The estimated blood loss volume from the leak was not provided. Crrt was disconnected without performing rinseback resulting in an estimated blood loss of 190 cc. No medical intervention was reported.

Manufacturer narrative:
The disposable cartridge and dialyzer were not returned as requested. No investigation is possible without the returned product; therefore, the exact cause of the reported issue cannot be determined. A review of the reported cartridge lot number found no other similar complaints reported. Nxstage medical considers this report closed. No additional information will be provided.